Event description:
It was reported that the electrocardiogram was noisy. It was determined that this was due to the fact there was not an superior vena cava (svc) lead. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4). -